Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra easy meter does not turn on. The medical surveillance specialist wrote follow up questions to the technical service representative (tsr) to ask the patient, but the tsr could not contact the patient. The patient said that at an unknown time, he took about a couple of extra units of insulin. He takes novorapid insulin whenever required. He was unable/unwilling to provide details on his dosing regime. He said that on the day he took more insulin he had high and low blood sugar symptoms and felt shaky. It was determined during the troubleshooting telephone call the patient replaced the batteries per the owner's manual and the batteries are correctly installed. The battery contacts were in good condition. There was no misuse of the product from the information provided. Although many details of the incident are unknown, this complaint is being reported because the patient alleged the meter does not turn on, took additional insulin and suffered symptoms of hypo and hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.